Event description:
Reportedly, the printout of the iegm failed on the programmer. The device remains implanted.

Manufacturer narrative:
January 08, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4) - printout of iegm failed. The device remains implanted, no programmer files were retrieved. Since the files were not provided for analysis, the reported event could not be investigated. However, this observation is not related to any patient safety issue and may remain implanted. (B)(4). Since no programmer expert files were provided for analysis, the reported event could not be investigated. Therefore, the complaint is closed in state. It should be noted that the observation was not related to any patient safety issue (printing related).